Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the physician was removing this right ventricular (rv) lead during the procedure, a portion of the lead started to unravel and broke off. So, the physician decided to leave the bottom portion in the patient. The lead was surgically abandoned due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the physician was removing this right ventricular (rv) lead during the procedure, a portion of the lead started to unravel and broke off. So, the physician decided to leave the bottom portion in the patient. The lead was surgically abandoned due to infection. No additional adverse patient effects were reported.